Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began since first use of the meter on (B)(6) 2017 (time not specified). On (B)(6) the patient stated that she went to hospital because she didn't know what to do. The patient stated that her blood glucose was measured using a hospital meter (brand unknown) with a reading of 200mg/dl compared to a reading of 349mg/dl using the subject device, within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lifescan¿s criteria for accuracy. The patient did not specify receiving any form of medical intervention during the hospital visit. The patient manages her diabetes using insulin (self-adjuster), specifically lantus 16-18 units every evening if her reading is high. The patient claimed experiencing symptoms of hypoglycemia ¿sweating and nervousness¿ on (B)(6) 2017 and reportedly self-treated by drinking orange juice in response to the reported issue. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, an approved sample site was being used, the test strips were stored correctly and within expiry and the patient¿s testing procedure was correct. The csr noted that the patient did not have any control solution. Return of the subject device for investigation was requested and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.